Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump passed functional testing including displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. Pump communicated properly with test guardian (3) link transmitter. No bluetooth communication anomaly noted. No unexpected sensor errors or connection anomalies noted. The pump connected successfully to the test meter and displayed ¿bg meter connection successful¿. No unexpected bg meter communication errors or anomalies noted during testing. Successfully downloaded history files and traces using thump software. Pump was cut open to perform visual inspection and found evidence of moisture ingress on the pcba1 and battery tube assembly noted. The pump was received with minor scratches on lcd window, scratched case, retainer knit line damage, cracked case (corner of belt clip rails), battery tube threads cracked. In summary, customer alleged no com pump to meter not confirmed. No com pump to xmtr not confirmed. No com pump to mobile not confirmed. Expose to moisture on battery tube assembly noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced communication issue between pump with transmitter, meter and mobile device, damage to the pump. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-1884. No harm requiring medical intervention was reported. No product return is required for mmt-7841zn. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device. Updated summary: the insulin pump mmt-1884 was returned for analysis.